Event description:
Procedure performed: lap closure colostomy once bag was open metal prongs came out of bag and wouldn't go back in. Bag wouldn't close but was able to use it to get specimen out. I have at my desk to return. Event date was (B)(6) 2018 ¿ no injury to patient. Patient status: no patient injury. Type of intervention: bag wouldn't close but was able to use it to get specimen out.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon inspection, engineering noted that the deployment mechanism was deformed at the tip. Based on the condition of the returned unit, it is likely that the reported event was caused when the deployment mechanism was retracted prior to full deployment. This was confirmed by the damage observed on the deployment mechanism. If the device is retracted prior to full deployment, the supports will retract away from the tissue bag and the tissue bag will fall off the supports when deployed. Per the instructions for use (IFU), the user should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Do not retract prior to full deployment." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap closure colostomy. Once bag was open metal prongs came out of bag and wouldn't go back in. Bag wouldn't close but was able to use it to get specimen out. I have at my desk to return. Event date was (B)(6) 2018 ¿ no injury to patient. Patient status: no patient injury. Type of intervention: unknown.